Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the trailing haptic of the lens became stuck on the fork of the plunger. The surgeon was able to unstick the haptic and implant the lens into the eye. Surgery was completed with same lens. Without any harm to the patient.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Provided image one shows an implanted intraocular lens (iol). The haptics are not folded, one haptic appears to be outside of the eye. The reported complaint cannot be confirmed from the returned photo. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).